Event description:
It was reported, the pump was replaced and there was good flow from the catheter. A day after the pump replacement surgery, the patient started having withdrawal effects and underdose symptoms. This was noted as increased spasticity, increased spasm in the extremities, and irritability. Catheter aspiration was performed. There was a suspected catheter leak, but the health care provider (hcp) could not confirm where the leak was, if there was one. The neurosurgeon decided to change out the catheter. The catheter was partially explanted and replaced. The spinal segment remained in the intrathecal space and was tied off; and the pump segment was completely explanted and not replaced. The product issue was resolved; however, the cause of the issue was not determined. The patient status at the time of the report was ¿alive ¿ no injury¿. The drug delivered via the device system was gablofen. Additional information regarding the patient¿s outcome was requested. If additional information is obtained, a follow-up report will be submitted.

Manufacturer narrative:
Product ID 8596sc, serial# (B)(4), implanted: 2008 (B)(6), explanted: 2015 (B)(6); product type catheter product ID 8709, serial# (B)(4), implanted: 2008 (B)(6), explanted: 2015 (B)(6); product type catheter product ID 8596sc, serial# (B)(4), implanted: 2008 (B)(6), explanted: 2015 (B)(6); product type catheter. (B)(4).